Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump is counting down from ten and shutting off. Customer states trying to change out the battery to resolve issue, but the problem continues. The customer's blood glucose at the time of incident was unknown. The customer states receiving a motor error alarm and a compromise force sensor system alarm. The customer declined troubleshoots for alarms because the pump would need to be replaced. The customer declined to return the device. The customer is being sent out a continuation of therapy pump.